Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a stroke and was admitted into the hospital. It was also reported that the pt has other complications that could have contributed to the pt having a stroke. The pt remains ongoing with no further issues reported.

Manufacturer narrative:
The pump is still in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.